Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure while inside the patient, the stent came off the balloon and could not be retrieved. On the next day, the patient was brought back to the catheterization laboratory. The stent was found dislodged in the iliac artery and was removed with a snare. The procedure was completed. No further patient complications were reported and the patient's status was fine.